Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance twice due to low blood glucose around (B)(6) 2017 with blood glucose of 23 mg/dl at the time of the incident. The customer was at 528 mg/dl at the time of the call. The customer stated the drive support cap on their pump was loose. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer used manual injections to treat the high. The insulin pump will be returned for analysis.